Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced infusion set cannula was kinked on (B)(6) 2024, which cause the patient blood glucose levels was elevated to 407 mg/dl, therefore patient had received correction bolus via pump and an injection shot. The patient replace supplies as necessary and resume insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.